Event description:
It was reported that after an intracept procedure, the patient experienced a lot of bleeding and could not walk for a week. The patient stated that the physician was unresponsive when they tried to contact them regarding their postoperative symptoms. The patient ended up going to the emergency room (ER).